Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that during slit lamp exam a laser vision correction patient presented with sub/intraepithelial cysts in left eye more than 2 months post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/20 -4.50 x .00 x 90; left eye pre-op 20/20 -4.75 x -.50 x 125. Bcva from (B)(6) 2015: right eye post-op 20/20 1.00 x -.50 x 29; left eye post-op 20/40 1.00 x -1.50 x 83. Account reported that secondary surgical intervention was required as epi scrape and possible lift and rinse will be performed to resolve the issue.